Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported that, the customer had high blood glucose of over 600 mg/dl. The current blood glucose was 508 mg/dl. Customer treated for high blood glucose with manual injection. The drive support cap appears normal. Run manual prime and fill tubing with current set and the insulin exited at the qr. Troubleshooting guide was assisted for high blood glucose. The insulin pump will not be returned for analysis.